Event description:
During sample evaluation for the returned homechoice, a baxter technician determined that the homechoice failed fluid volumetric accuracy test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received, and the evaluation is in progress but has not yet been completed. Upon completion of the evaluation, or should additional relevant information become available, a supplemental report will be submitted.